Manufacturer narrative:
The delivery device associated with this report was not returned for analysis; therefore, no physical analysis of the product could be performed. The reported delivery device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. A risk review was completed and confirmed that the event of tissue damaged and needle failure to retract are defined in the risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available the cause that contributed to the reported event adverse event related to procedure. (G4)- additional premarket/510(k) k190093, k191505.

Event description:
It was reported that during procedure, the delivery device's needle was not fully retracted prior to moving device and scratched tissue. The customer explained that manual needle retraction was not performed due to the patient moving during the procedure. The procedure was completed with this device. There were no patient complications and the patient fully recovered.

Event description:
It was reported that during procedure, the delivery device's needle was not fully retracted prior to moving device and scratched tissue. The customer explained that manual needle retraction was not performed due to the patient moving during the procedure. The procedure was completed with this device. There were no patient complications and the patient fully recovered.